Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. The e8 message could not be confirmed because all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. The product was accidently damaged during use and handling after it left the control of the manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the buttons on the infusion device stopped working. Patient stated the issue occurred for the first time today. Patient reported he was attempting to deliver a bolus when he noticed that none of the buttons were working. Patient stated he removed the batteries form the device and reinserted it; infusion device alarmed e8 (power interrupt) message. Patient reported he was unable to clear the error because buttons are unresponsive. Patient will use injection therapy until he gets home to switch to the backup infusion device. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.